Event description:
It was reported that when the temperature increased, and output did not display. During a catheter ablation procedure to treat paroxysmal supraventricular tachycardia in the left inguinal, left subclavian a blazer ii catheter was selected for use. After the device was inserted inside the body, energization was tried to perform with the catheter, but the temperature increased, and output did not display. The catheter was replaced and the procedure was completed without patient complications.

Manufacturer narrative:
Visual inspection revealed the device does not have visual defects. The functional testing revealed no abnormal resistance was felt when actuating the steering mechanism. The electrical testing revealed the device was found within specification. No opens or shorts were found. The radio frequency ablation test was verified by using the maestro generator 4000, and the device was found within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/dfu.

Event description:
It was reported that when the temperature increased, and output did not display. During a catheter ablation procedure to treat paroxysmal supraventricular tachycardia in the left inguinal, left subclavian a blazer ii catheter was selected for use. After the device was inserted inside the body, energization was tried to perform with the catheter, but the temperature increased, and output did not display. The catheter was replaced and the procedure was completed without patient complications.